Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 402 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump performed as intended and insulin delivery was resumed. Reportedly, customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.